Event description:
No harm to patient. Round disk on IV tubing leaking- clear and white saucer shaped disk- located above clamped for IV tubing to be placed into pump. Attached medication to secondary tubing for administration- noticed wet spot at primary tubing disk. Upon further evaluation- IV fluid continued to poor out of that area.